Manufacturer narrative:
As of this time, the product has not been received at our facility. A f/u report will be submitted as soon as the final analysis of the device is completed.

Event description:
Per received report: the coil failed to detach. During withdrawal, unintended detachment occurred in the microcatheter. The remaining distal 1/4 of the coil was left in the aneurysm. As the microcatheter was pulled back, the detached coil migrated and drifted in the blood vessel with the distal 1cm remained in the aneurysm. Coil was successfully snared. However, additional heparin was administered.